Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. Investigation of the available information determined this device exhibited oversensing due to noise, with no conclusive evidence of a specific cause. Please see the description for more information regarding the specific circumstances of this event. (B)(4).

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) had evidence of high amplitude, non-physiologic noise in the primary sensing vector with inappropriate therapy. Boston scientific technical services (ts) recommended obtaining high resolution x-ray of the device-electrode connection and performing postural based isometrics and pocket manipulations. Ts also recommended reprogramming the sensing vector from primary to secondary. The recommendations provided by ts were performed. No adverse patient effects were reported. The device remains implanted and in service.